Event description:
Additional information was received. Three endurant cuffs were implanted, but the endoleak did not resolve. The patient has declined further intervention.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films). Results: inherent risk of procedure (migration, endoleak). Patient¿s condition affected effectiveness of device (disease progression; neck dilatation and short angulated neck). Unapproved use of device (80 degree neck angulation). Conclusions: known inherent risk of a procedure (migration, endoleak) 50 device failure related to patient condition (disease progression; neck dilatation and short angulated neck). (B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Approximately 7 years post-index procedure, an aneurx 242440 cuff was implanted to resolve a proximal type I endoleak. It was reported that follow-up imaging done approximately six years later revealed a stent graft migration with a proximal type I endoleak. The bifurcated stent graft was also found to be kinked. A review of the returned films 13 years post-index procedure shows a kink in the bifurcated stent graft, as well as a migration of the aneurx cuff. There is a proximal type I endoleak. The proximal neck is angulated and short. Both limbs are still patent. The cause of the migration and kink is likely due to continued disease progression; neck dilatation and angulated neck. No additional clinical sequelae were reported, and the patient is fine.